Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the generator board was defective which caused the e433 error code. The device evaluation also found that there was a central processing unit (cpu) failure that caused the start up error, e030. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The concerned product has not been repaired in the last year. Based on the device evaluation, the cause of the e433 error was due to a defective generator board. An improved generator board was introduced into production in early july 2020. This change occurred after the concerned product was manufactured. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the generator was giving alarm sounds during self check when the device was turned on. The issue was found during a transurethral resection of the prostate (turp) procedure. The procedure was completed with a similar device and there was no delay in the procedure reported. Inspection and testing of the returned device found the generator was giving an e433 error code ,rebooting error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.